Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure where the ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively. The explanted device was discarded by the medical facility.